Event description:
It was reported that the patient went into the doctor's office with their implantable neurostimulator (ins) off and didn't charge it for 2 years because their recharge system was broken. After the physician recharge mode (prm) they replaced the recharging system, updated the ins' firmware with the clinician tablet and charge to 100% capacity to turn on stimulation. The patient's mother had shown the ins later at 0% charge and off as the ins charge now lasted less than one day. Impedances were normal and the doctor had ordered a radiography to check for damage to the dbs system. The patient was also getting less than 50% therapy relief. The issue wasn't resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the impedances were high when measured at 0.7v but were all in range when measured at 3v.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) inquiring about battery damage and recharge frequency after overdischarge. They reported that after the successful prm on (B)(6) to bring back the battery, the ins just turn off, when previously, the patient reached 25% in approximately 6 days. In one day with the ins off, the battery went from 100% to 50%. Possible cause and troubleshooting were reviewed. They explained the reason the ins was not charged for 2.5 years was the recharger system had a broken antenna and the patient did not contact anyone in the meantime. The session report dating (B)(6) 2022 showed that some electrode combinations on the right side had elevated impedance values. Monopolar contact 0 - 2,378, 2 - 2 ,184, 3 - 2,712 and bipolar 0/2 - 4,111, 0/3 - 4,787 and 1/3 - 4,262.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was instructed to recharge every 4 hours before turning on the stimulation, in order to exercise the over-discharged battery. The overdischarge was resolved and the battery can now stimulate without turning off. The doctor is waiting after various cycles of charge and stimulation, if the ins can deliver the therapy continuously. The high values of impedances were measured at 0.7v. The impedances were in a normal range when measured with 3.0v. The patient is receiving effective therapy but with shorter times between recharges.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.